Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. The investigation is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedural setup the aquabeam trus articulating stepper accidently fell from the cart and a small piece broke off. The stepper was temporarily repaired to complete the procedure. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
The aquabeam trus articulating stepper was returned for investigation. Visual inspection confirmed the reported event as a small portion of the trus stepper was missing and broken off. The trus stepper was able to be attached to a demo trus articulating arm and functioned as intended. A review of the device history record (DHR) ab2000-b/serial number (B)(6) and trus stepper part number p1394/lot 19a02380 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual (um), um0101-00 rev. F, was reviewed and states the following: 4.2 warnings: procedure setup -ensure the handpiece articulating arm and the trus articulating arm are securely mounted to the surgical table bedrail to prevent unanticipated movement during the aquablation procedure. A similar complaint review for a 12-month "period" was conducted, which confirmed no other similar events have been reported to procept. Based on the reported event the root cause was determined to be user-related as the damage is consistent with the trus stepper being dropped. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.